Event description:
In an article titled "physician presentation titled "x-stop peek ipd system case reviews", the following events were noted: 1 x-stop was replaced with the next size, 1 patient was converted to laminectomy for recurrent disc herniation, 1 patient was converted to laminectomy for recurrent claudication after 1 year, 2 patients underwent microsurgical decompression x-stop left, 1 patient experienced an intraoperative spinous process fracture (reported under MFR report# 2953769-2008-00064). No additional information was reported.

Manufacturer narrative:
Report source: source literature: physician presentation titled "x-stop peek ipd system case reviews" by terence p. Doorly, m.d. No additional information was reported. Device not returned, internal review of literature, follow-up with author.